Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker.

Event description:
Customer reported that the battery cap was locked. She also reported that she had been in the hospital from falling on the ice and breaking an ankle. The blood glucose reading was 400 mg/dl. Customer was treated with a manual injection. Customer was not able to remove the battery cap through troubleshooting. Nothing further was reported.